Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced backup battery (ebb) faults. The system controller screen was also discolored. It was planned to have the primary controller changed out with a new controller. Log files were sent for review. The log file captured ebb faults on (B)(6) 2025 due to the ebb failing the load test. The remainder of the log file was unremarkable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 correction: medical device problem code 1085 - failure to charge added. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The reported event of a discolored system controller display was unable to be confirmed. The system controller event log file was reviewed, and timestamps spanned approximately 1 day (11:24:16 on 19jun2025 to 11:13:17 on 20jun2025). At 12:54:30 on 19jun2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery, measuring lower than the acceptable threshold. The backup battery not passing the load test was briefly resolved at 14:01:38 and at 14:01:46 on 19jun2025, as the backup battery was removed. The backup battery fault alarm cleared at 14:06:38 as the backup battery was reseated and passed the load test. From 14:40:02-14:40:05 on 19jun2025, a backup battery fault alarm activated when the white power cable was disconnected due to the backup battery being used while the bus voltage was capable of charging the backup battery. This alarm resolved ~1 second after the white power cable was reconnected. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. The heartmate 3 system controller backup battery, serial number: (B)(6), was returned, and, upon testing, was found to be unremarkable. No pins were deformed. The backup battery was inserted into a test system controller, and no alarms were activated. The backup battery was able to support the pump with no external power. The reported event was unable to be reproduced during this analysis. The root cause of the discolored system controller display could not be conclusively determined during this investigation. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.